Event description:
The patient presented with arrhythmia and was admitted for observation. Loss of capture was observed on the device. Tests were performed and parameters were satisfactory. An x-ray was performed and no anomalies were observed. The device was reprogrammed to avoid additional loss of capture. The patient was stable and will continue to be monitored.